Event description:
It was further reported that while the right superior pulmonary vein (rspv) was being ablated, anesthesia noticed a drop in blood pressure and manipulation of the intracardiac echocardiography (ice) catheter confirmed the pericardial effusion.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID psg100 (serial: (B)(6); product type: 3294-generator product ID 10fcc13 (0012667494); product type: 0629-flexcath sheath; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the pulseselect procedure, a pericardial effusion was recognized. Pericardial synthesis was performed to drain the effusion, after which the ablation procedure continued. The case was completed with pulsed field ablation. The patient was stable upon conclusion of the procedure and was admitted to the intensive care unit for observation. Hospitalization was extended due to the event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the patient data files were returned and analyzed. Review of the files noted no error codes were identified from the event date. In conclusion, the reported clinical issue of pericardial effusion occurred during the procedure and cannot be a ssessed through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012702708 was returned and analyzed. The printed circuit board assembly (pcba) chip was reprogrammed and the catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. A test guidewire was inserted into the catheter and retracted several times without any issues; no anomalies were identified concerning compatibility. Deflection testing (rotating the steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks or other anomalies were observed along the extended portion. Electrical continuity testing did not reveal any anomalies. In conclusion, the reported clinical issues (effusion and hypotension) occurred during the procedure and there is no indication of a relation of the adverse event to the performance and malfunction of the product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.